Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which the device had a loose coiled cap in the pouch. There was no adverse event, patient injury or medical intervention associated with this report. There was no patient involvement. The event occurred before use. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.